Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable t-uptake and thyroxine results on their p-module. The customer stated received two cell blank errors and the t-uptake and thyroxine results were not matching. The customer stated they had four samples affected by this event, but only provided data for one reportable t-uptake malfunction. The patient's initial t-uptake result was 19.3% accompanied by a data flag and it was reported outside the laboratory. The sample was repeated and the result was -3.1% accompanied by a data flag. The sample was repeated on another p-module and the repeat result was 37.9%.this result was considered correct. There was no death or serious injuries. The t-uptake reagent lot number provided was 60443599. The expiration date was requested but not provided. The field service representative went on site and found the vacuum nozzle on the rinse mechanism was clogged. He flushed hot water through the nozzle as corrective maintenance. The cell blank measurement passed. The customer successfully performed calibration, quality control, and a precision test.